Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Customer delivered a bolus via the pump to address the elevated bg. A system check was performed and air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue; however, customer alleged the cause of the elevated bg was due to an unknown cause. Recommendation was made to discuss diabetes management with a health care professional.